Event description:
It was reported that a smiths medical pump with a cadd admin set under-delivered. A patient had a total of 5140 mg/655 ml in the bag and that pump was set to infuse over 46 hours. When the patient came in for pump d/c, the pump said that 655 ml infused" and was beeping that it was finished. But the bag was not empty. It measured 2825 mg/360 ml remained in the bag although the pump said it had completed the whole volume. No adverse patient effects were reported.